Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that pump is not giving her a no delivery alarm. The customer was unable to perform test. Customer was advised that we would send a tubing clamp. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.